Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿place electrodes on patient¿ when the defibrillation electrodes were connected to the patient. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker performed a clinical review and determined that the device use may have contributed to the patient outcome.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿place electrodes on patient¿ when the defibrillation electrodes were connected to the patient. The patient did not survive.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. The customer received a replacement device. Stryker performed another clinical review and determined that the device use did not contribute to the patient outcome. This was based on the following: "there is one file from the stated event date that contains patient data. During the duration of the case (a total of approximately 9 minutes) the patient presents in a non-shockable the whole time. Defibrillation was never indicated in the file, and therefore device use did not contribute to the patient¿s reported outcome."

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to "place electrodes on patient" when the defibrillation electrodes were connected to the patient. The patient did not survive.

Manufacturer narrative:
Section d9 of supplemental medwatch report #3, MFR report #0003015876-2025-01011 indicates: returned to manufacturer on - 07/14/2025 section d9 of supplemental medwatch report #3, MFR report #0003015876-2025-01011 should indicate: returned to manufacturer on - blank section h2 of supplemental medwatch report #3, MFR report #0003015876-2025-01011 indicates: if follow-up, type - additional information, device evaluation section h2 of supplemental medwatch report #3, MFR report #0003015876-2025-01011 should indicate: if follow-up, type - additional information section h3 of supplemental medwatch report #3, MFR report #0003015876-2025-01011 indicates: device evaluated by mfg - yes section h3 of supplemental medwatch report #3, MFR report #0003015876-2025-01011 should indicate: device evaluated by mfg - no section h6 of supplemental medwatch report #3, MFR report #0003015876-2025-01011 indicates: method code - testing of actual/suspected device section h6 of supplemental medwatch report #3, MFR report #0003015876-2025-01011 should indicate: method code - type of investigation not yet determined section h11 of supplemental medwatch report #3, MFR report #0003015876-2025-01011 indicates: additional mfg narrative stryker performed an initial evaluation of the customer's device and verified the reported issue. The customer received a replacement device. Stryker performed another clinical review and determined that the device use did not contribute to the patient outcome. This was based on the following: "there is one file from the stated event date that contains patient data. During the duration of the case (a total of approximately 9 minutes) the patient presents in a non-shockable the whole time. Defibrillation was never indicated in the file, and therefore device use did not contribute to the patient¿s reported outcome." Section h11 of supplemental medwatch report #3, MFR report #0003015876-2025-01011 should indicate: additional mfg narrative stryker is awaiting the evaluation of the device. The customer received a replacement device. Stryker performed another clinical review and determined that the device use did not contribute to the patient outcome. This was based on the following: "there is one file from the stated event date that contains patient data. During the duration of the case (a total of approximately 9 minutes) the patient presents in a non-shockable the whole time. Defibrillation was never indicated in the file, and therefore device use did not contribute to the patient¿s reported outcome." Additional information: section d9: returned to manufacturer on - 08/08/2025.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿place electrodes on patient¿ when the defibrillation electrodes were connected to the patient. The patient did not survive.

Manufacturer narrative:
Stryker was made aware on 06/05/2025 that the patient did not survive. Available patient information has been updated for section a.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿place electrodes on patient¿ when the defibrillation electrodes were connected to the patient. The patient did not survive.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿place electrodes on patient¿ when the defibrillation electrodes were connected to the patient. The patient did not survive.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that the device had an intermittent electrode connection. Stryker further evaluated the customer's device and was unable to duplicate the reported issue. The cause of the reported issue could not be determined. The customer was provided with a replacement device.